Manufacturer narrative:
Per the tandem user guide - always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "high" on the continuous glucose monitor, diabetic ketoacidosis, and "physically ill." Reportedly, customer was using prefilled cartridges with cold insulin for insulin therapy. Additionally, customer was using an empty syringe to remove air for the cartridge. Bg was treated with a manual injection of insulin. Reportedly, customer left the ER later the same day with the issue resolved and no permanent damage.